Manufacturer narrative:
Received voluntary medwatch from site. Details of event as documented in this report was submitted by site. Device return was requested. If device sample returns, a follow-up report will be submitted. The event description stated, there was extreme tortuosity and severe calcification of the arteries. The catheter had snapped off at the neck while inside the patient. All the pieces of the catheter were removed within the sheath system and there was no patient impact. The record review shows that there were zero nonconformances during manufacturing. There was no returned product to complete an evaluation. The most likely root cause for this failure is damage during use.

Event description:
During cardiac catheterization procedure, upon pullback of the wire, a snapping was felt. The wire was able to be pulled completely out, however, noted that the dual lumen catheter had snapped at the neck area. Some pieces had prolapsed within the catheter while other pieces were retained within the long sheath. Upon further examination, all pieces of the catheter were found. In addition, fluoroscopy procedures done which did not identify any retained fragments in the patient. No adverse outcome to the patient. Pt had extreme tortuosity and severe calcification of bilateral iliac arteries and also entire aorta. Peripheral vascular disease, severe aortic stenosis and history of 3 vessel CABG in 2008.